Manufacturer narrative:
Vyaire complaint number: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced main board and ran operational verification procedure. The ventilator is now working according to manufacturer's specifications.

Event description:
The customer reported that the vela ventilator alarmed vent inop and transducer fault. There is no patient involvement associated with this event.

Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h6 and h10. Result of investigation: the technical support was able to verify and confirmed the reported isue but cannot be duplicated. Transducers has recorded faults on the event log but successfully calibrated and software indicating a cycling of the solenoids have been implemented in order to help reduce the solenoids from sticking to addressing the issues.